Manufacturer narrative:
The lot number was provided for all the eight reported malfunctions; therefore, lot history reviews were performed. The sample was not returned to the manufacturer for inspection/evaluation for all the eight malfunctions. Therefore, the investigations of the reported malfunctions are inconclusive as no objective evidence was provided. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use.

Event description:
This report summarizes eight malfunctions. A review of the reported malfunctions indicated that model mc1816 biopsy instrument experienced self-activation. These reports were received from various sources. Eight malfunctions were not involved with patients as there was no patient contact. Two male's ages were reported ranging from 61 to 70 years old and weight ranged from 60 to 70 kgs. The female patient is (B)(6) years old female and weighs (B)(6) kgs.